Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported the patient faced leakage at site on (B)(6) 2024. The blood glucose level of the patient at the time of issue was 240 mg/dl. The issue occurred with two similar types of infusion sets used forthree and half days for one event and 15 hours for other event. .no further information was available.

Manufacturer narrative:
Initial and final MDR 1880738-MDR device 1 of 2.